Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This solicited case, reported by a consumer via a patient support program (psp), with additional information from the initial reporter via psp concerned a (B)(6) female patient. Medical history included retinal hemorrhage, cataract, myocardial ischemia, hyperglycemia and used of unspecified antidiabetics oral drugs. Concomitant medications included propolis for an unknown indication. The patient received human insulin isophane suspension 70%/ human insulin 30% (rdna origin) injections (humulin 70/30 3ml: 300iu/cartridge) via cartridge through a reusable pen (humapen ergo ii), 48 units daily, divided in 30 each morning and 18 each evening, subcutaneously, for the treatment of diabetes beginning in (B)(6) 2015. Since an unspecified date and for several months, she did not inject human insulin isophane suspension 70%/ human insulin 30% due to the screw rod of her humapen ergo ii could not be pushed out ((B)(4) /lot 1402d02). In (B)(6) 2015, time to onset unknown, it was unknown if she was taking human insulin isophane suspension 70%/ human insulin 30% or not, she was hospitalized due to blood sugar was not good, it was too high and her fasting blood glucose was 18 (no units), she also had tracheitis and myocardial ischemia with the symptom of angina pectoris. As of (B)(6) 2016, she was still in hospital. Dates of hospitalization and further details were not provided. By (B)(6) 2016 her fasting blood glucose was 11 (no units). She used metformin as corrective treatment for blood glucose increased, corrective treatment for remaining events was unknown. She was recovering from serious blood glucose increased and tracheitis events, outcome for the remaining events was unknown. Insulin isophane suspension 70%/ human insulin 30% treatment was restarted in an unknown date and it was continued. The operator of the device was the patient and her training status was unknown. The device model duration of use and the suspect device duration of use were not reported. The action taken with the suspect device was not provided. The reporting consumer did not provide an assessment of relatedness between the non-serious blood glucose increased event and human insulin isophane suspension 70%/ human insulin 30% for the remaining events did not know if the events were related with human insulin isophane suspension 70%/ human insulin 30%, and did not provide an assessment of relatedness between the events and the humapen ergo ii. No fu would be requested since the reported refused to be contacted again and hcp contact information was not provided. Edit 07-jul-2016: upon internal review it was corrected the last line of the third paragraph in narrative with the correct drug name. No more changes made in case. Update 07-jul-2016: upon review, this case was opened to update the medwatch fields for regulatory reporting. Update 13-jul-2016: additional information received from the initial reporter on 08-jul-2016. Added hyperglycemia as medical history. Added lab test. Updated metformin as corrective treatment. Updated action taken from unknown to no change for suspect drug. Updated the as reported cardiac disorder event to myocardial ischemia event (angina pectoris is a symptom). Updated blood glucose abnormal to blood glucose increased. Added non-serious event of blood glucose increased. Updated outcome from unknown to recovering for serious blood glucose increased and tracheitis events. Updated narrative accordingly. Edit 15-jul-2016: upon internal review it was added the (B)(4) into the case. The pc was processed accordingly. No more changes made in case. Update 20-jul-2016: possibility to conduct follow-up was received on 15-jul-2016. Updated narrative accordingly.

Manufacturer narrative:
Evaluation summary a female patient reported the screw rod of her humapen ergo ii device could not be pushed out. She experienced increased blood glucose. The investigation of the returned device (batch 1402d02, manufactured february 2014) found that the device met functional requirements and met dose accuracy glide force specifications. No malfunction was identified. There is no evidence of improper use or storage.

Event description:
(B)(4). This solicited case, reported by a consumer via a patient support program (psp), with additional information from the initial reporter via psp concerned a (B)(6) female patient. Medical history included retinal hemorrhage, cataract, myocardial ischemia, hyperglycemia and used of unspecified antidiabetics oral drugs. Concomitant medications included propolis for an unknown indication. The patient received human insulin isophane suspension 70%/ human insulin 30% (rdna origin) injections (humulin 70/30 3ml: 300iu/cartridge) via cartridge through a reusable pen (humapen ergo ii), 48 units daily, divided in 30 each morning and 18 each evening, subcutaneously, for the treatment of diabetes beginning in aug-2015. Since an unspecified date and for several months, she did not inject human insulin isophane suspension 70%/ human insulin 30% due to the screw rod of her humapen ergo ii could not be pushed out (pc 3706237 /lot 1402d02). In (B)(6) 2015, time to onset unknown, it was unknown if she was taking human insulin isophane suspension 70%/ human insulin 30% or not, she was hospitalized due to blood sugar was not good, it was too high and her fasting blood glucose was 18 (no units), she also had tracheitis and myocardial ischemia with the symptom of angina pectoris. As of (B)(6) 2016, she was still in hospital. Dates of hospitalization and further details were not provided. By (B)(6) 2016 her fasting blood glucose was 11 (no units). She used metformin as corrective treatment for blood glucose increased, corrective treatment for remaining events was unknown. She was recovering from serious blood glucose increased and tracheitis events, outcome for the remaining events was unknown. Insulin isophane suspension 70%/ human insulin 30% treatment was restarted in an unknown date and it was continued. The operator of the device was the patient and her training status was unknown. The approximate age of the device was 2 years. The device model duration of use was not reported. The device was returned on (B)(6) 2016. The reporting consumer did not provide an assessment of relatedness between the non-serious blood glucose increased event and human insulin isophane suspension 70%/ human insulin 30% for the remaining events did not know if the events were related with human insulin isophane suspension 70%/ human insulin 30%, and did not provide an assessment of relatedness between the events and the humapen ergo ii. No fu would be requested since the reported refused to be contacted again and hcp contact information was not provided. Edit 07-jul-2016: upon internal review it was corrected the last line of the third paragraph in narrative with the correct drug name. No more changes made in case. Update 07-jul-2016: upon review, this case was opened to update the medwatch fields for regulatory reporting. Update 13-jul-2016: additional information received from the initial reporter on (B)(6) 2016. Added hyperglycemia as medical history. Added lab test. Updated metformin as corrective treatment. Updated action taken from unknown to no change for suspect drug. Updated the as reported cardiac disorder event to myocardial ischemia event (angina pectoris is a symptom). Updated blood glucose abnormal to blood glucose increased. Added non-serious event of blood glucose increased. Updated outcome from unknown to recovering for serious blood glucose increased and tracheitis events. Updated narrative accordingly. Edit 15-jul-2016: upon internal review it was added the pc number (B)(4) into the case. The pc was processed accordingly. No more changes made in case. Update 20-jul-2016: possibility to conduct follow-up was received on (B)(4) 2016. Updated narrative accordingly. Update 15-aug-2016: no more information was received from the initial reporter on (B)(4) 2016. A pc number (B)(4) was processed accordingly. No more changes were made to this case. Update 18aug2016. Additional information received (B)(4) 2016 from the product complaint safety database. To the device tab added manufacture date, return date, changed malfunction to no, entered the approximate age of the device, added the device specific safety summary (dsss), updated the european and canadian (EU/ca) device information, updated the device medwatch information, and the narrative was updated accordingly.